Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the 3 way stopcock was leaking could not be verified due to the product not being returned for failure investigation. Additionally, the reported material number 10010511 does not contain a stopcock. A device history record review could not be performed on model 10010511 because an invalid lot number was provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three unspecified bd¿ stopcocks had leakage issues. The following information was provided by the initial reporter: "when the doctors went to measure opening pressure, the 3 way stopcock was leaking."